Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. No product or data was provided for evaluation. The complaint confirmation of a transmitter failed error could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2019-006042 was submitted in error and can be retracted. Actual issue reported by patient does not meet the criteria of a reportable event.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further clarification, the patient allegation does not meet the criteria of a reportable event.